Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced occlusion event on (B)(6) 2025. The blockage was at the site. The patient used multiple daily injection (mdi) as a backup to ensure insulin delivery was not interrupted. No further information available.